Manufacturer narrative:
On 20-sept-2021, the suspected medical device was returned for evaluation. On 25-sept-2021, the investigation on the suspected medical device was completed. On 11-oct-2021, mentor received additional information regarding the reason for the revision surgery. The patient underwent the revision surgery, since the patient wanted to replace the implants. Upon explantation, both implants were observed to be ruptured. Updated reason for device explant and/or reoperation: desires bilateral implant exchange . Investigation summary: mentor then conducted a visual inspection of the returned device. Visual analysis of the returned device determined that the breast implant was found to be ruptured. The implant was received in two parts. Mentor did not receive permission to perform destructive testing. As a result, the analysis from the product evaluation lab was limited to non-destructive testing, and we could not conclusively determine the root cause of the rupture. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with two mentor memorygel breast implant prostheses (left: 325cc, right: 300cc) and experienced bilateral rupture postoperatively. As a result, the patient underwent bilateral removal and replacement with two 325cc mentor memorygel breast implant prostheses (catalog #: 3503251bc, left serial #: (B)(4), right serial #: (B)(4)) on (B)(6) 2021. The patient was fully recovered after the revision surgery. This report is for the left-sided prosthesis.